Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. T was reported that the stent graft cuff etcf2828c49ej ((B)(4)) was successfully delivered through an 18fr non-mdt (dryseal) sheath and implanted below the left renal artery. The delivery system was removed without any issue. It was reported as the distal landing zone was insufficient a type ib endoleak occurred and an additional device was required to be implanted. It was reported that when delivery of the additional stent graft cuff etcf2828c49ej ((B)(4)) was attempted through the non-mdt sheath resistance was felt by the physician and it was difficult to deliver smoothly to the target implantation position. It was reported that the delivery system then became stuck. An attempt was made to remove the device and it again became stuck again. It was decided to not make any further attempt to deliver the device as it was deemed there was a risk of the sheath breaking and blood vessel damage. The back-up stent graft cuff etew2424c82ej ((B)(4)) was used instead to complete the procedure and the this was successfully delivered thought the sheath. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.